Manufacturer narrative:
The customer reported that the central nurse's station (cns) started displaying communication loss for all tiles. All patients were monitored on bedside monitor's (bsm's). Nihon kohden technical support suspected a bad switch, so he advised the customer to replace it, which indeed resolved the issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple bsm's were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all tiles.

Event description:
The customer reported that the central nurse's station (cns) started displaying communication loss for all tiles.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) reported in the ER, one cns is getting comm loss on all tiles on mu-971ra with serial# (B)(6) service requested: assistance in troubleshooting service performed: nkts verified ethernet cable and host cable to ensure it was connected at both ends and secure. Then, educated customer to reboot the switch and reboot the media converter which did not resolve the issue. Nk ts suspected the issue to be caused due to bad switch and requested customer to replace the switch with spare one and call back if the issue persist. Customer called back to inform that the issue was resolved by replacing the bad switch in the network closet. Investigation summary: root cause of the issue was identified to be bad network switch. Cns-9701 service manual, section 5 on maintenance educates customer to perform this maintenance check once every six months. This includes, if any switch or switch cover is damaged, replace it with a new one or switch which is damaged. Warranty of the device is valid till (B)(6) 2012. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: medium. Since the root cause of the issue was identified to be bad switch which is recommended to be check during preventive maintenance and reported issue was not caused due to malfunctioning or deviation of functionality of the device from specified functioning. Also, communication loss on central nursing station (cns) can impact patient monitoring on telemetry devices, however patients not on telemetry devices are being monitored on bsm's without any issue. Therefore, CAPA is not initiated.